Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Thomas had error 354.6770 on syringe 8110 failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: I recommended thomas to replace pressure senor and assisted with part number. Thomas will replace pressure sensor. If he still have any issue, he will call me back.